Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 400 mg/dl. The customer did not mention any symptoms or treatments of their hyperglycemia. Troubleshooting did not occur for the high blood glucose. It is unknown if the auto mode feature was active and automatically adjusting insulin delivery during the incident. The insulin pump was not returned for analysis.